Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the heater not working and dry mouth. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the youngwood service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the device was visually inspected. The manufacturer upgraded the software, cleared the error log, and replaced the listed components. There was no visible blower foam degradation, and the unit passed the final test.